Event description:
Immediately upon exchange for larger intervention sheath an artifact was noticed in patient's internal carotid artery (ica). Upon further evaluation it was noted to be a foreign body within the patient. It appeared to be part of the sheath broken off. After many attempts to recover the piece, vascular surgeon was notified. It was decided that open removal of the piece was warranted and the patient was brought to or. Patient had an exploration and endarectomy. After the initial procedure all devices were thoroughly inspected and we were unclear what had broken so all packaging (and used devices) were saved.